Manufacturer narrative:
Follow-up additional info. An investigation has been conducted. An awareness training session has been held for all swaging associates which covered proper swaging technics, proper set-up and inspection requirements.

Event description:
Needle pull off: customer reports that needle prematurely released from the suture. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires of incident once medical device family initially reported assuming incident coudl recur.